Event description:
Display on infusion device is damaged and only part of display is able to be viewed. Product was requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred out the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.